Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 153 months, oversensing on the ventricular channel was reported. The lead was capped but an out of service date was not provided.